Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and sciatic nerve injury. It was reported that the patient had a fall on (B)(6) 2016. The health care professional (hcp) had asked if the fall might be related to stimulation or if stimulation caused foot drop.

Event description:
Additional information received from the manufacturing representative confirmed that the patient's fall and foot drop was not related to a device or therapy issue. They noted that the cause of the fall remains unknown at this time. It was stated that no changes will be made with the patient's device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.